Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as broken skin and bleeding due to scratching. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician, but there is no indication of medical intervention.outcome of the irritation is unknown as follow up attempts were unsuccessful.